Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Lot history was reviewed and no anomalies were noted. Additional contact information: (B)(6).

Event description:
The incident was reported by the massachusetts department of public health. The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.